Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Reported defect not reproduced.-no defect found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-012 product expired. Use/storage-use of expired product note: manufacturer contacted customer in a follow-up call on 24-mar- 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for e-0 error. The product is stored according to specification in the bedroom and living room. The customer's test strips are expired: manufacturer's expiration date is 01/31/2021. The customer did not have another vial of test strips that had been stored and handled correctly. The customer feels well and did not report any symptoms. Customer reported that on (B)(6) 2021, he had been feeling ill with symptoms of headache, diarrhea and vomiting. Customer had gone to the ER, where he had blood drawn and a urine sample taken. Customer's blood glucose test result (via urine test) when at the ER had been 396mg/dl (fasting/non-fasting unknown). Customer had been diagnosed with an elevated blood sugar level; customer stated no medical treatment was administered. Customer stated that he was given metformin to take in addition to his glipizide and was advised to follow-up with his primary care physician.